Event description:
Bipolar atrial and ventricular lead impedances were >1990 ohms and 1731 ohms, respectively. Unipolar atrial impedance was >1990 ohms. Further interrogations gave varied ventri- cular impedance readings. Atrial thresholds increased from 1.0v to 5.5v. The patient was put on amiodarone and the physician speculated that this might have contributed to the increased thresholds. The patient had very little intrinsic activity when the rate was dropped to 40 ppm.